Event description:
It was reported that the pump was removed due to pump erosion and infection. The pump contained lioresal concentration and dosage not reported. No drug withdrawal symptoms were reported. The pt experienced the following symptoms: redness, drainage, pain and pocket erosion; the pt did not have meningitis. The primary location of the infection was the device pocket. Cultures of the pocket, cerebrospinal fluid and blood were taken and reporter was not certain of the culture results (possibly coag negative staph). The pt was treated with intravenous and oral antibiotics along with device explantation. The infection resolved.

Manufacturer narrative:
Final device analysis reveals no anomaly found; normal device function.